Event description:
It was reported that a pta balloon dilatation catheter could not be retracted through the 6f introducer sheath after the balloon was successfully used to dilate two vascular stents implanted in the superficial femoral artery. Reportedly, deflation of the pta balloon was confirmed on angiography prior to removal. The pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. Another introducer sheath was placed and the procedure was completed without further incident. No patient injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned, and the investigation is currently underway.